Manufacturer narrative:
Investigation results: one medfusion pump was returned for investigation. The investigator visually inspected the pump and noted that the top case was chipped. The left and right plunger cases were also damaged. The event log was reviewed and revealed that the pump gave a check clutch error. The customer's reported product problem was confirmed during occlusion testing. Further inspection of the device revealed that two screws that hold the plunger tube to the carriage were broken off. The investigator replaced the plunger tube and carriage. The investigator also replaced the clutch half's left and right with leadscrew. The spring was also replaced as a preventative measure. The pump passed all functional testing after the aforementioned replacements were made.

Event description:
It was reported that the pump have a "check clutch alarm" message. No patient injury or complications were reported in relation to this event.